Manufacturer narrative:
Additional, changed, and/or corrected data. Visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the device. No additional observations.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Device has been explanted and replaced with a non-allergan product.

Manufacturer narrative:
Continued phone number e1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Device has been explanted and replaced with a non-allergan product.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ rupture: as per the investigation procedure, observed broken on posterior side assessed as unidentified (tear) opening (shell thickness within specification), creases and missing shell were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Healthcare professional later reported rupture and capsular contracture baker grade IV. Device has been explanted and replaced with a non-allergan product.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 01/mar/2024.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Healthcare professional later reported rupture and capsular contracture baker grade IV. Device has been explanted and replaced with a non-allergan product.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Healthcare professional later reported capsular contracture baker grade IV. Device has been explanted and replaced with a non-allergan product.